Event description:
It was reported that before the operation, the endotracheal tube had a cuff leak, and another tube had its cuff tip fallen off. Additionally, the outer packaging of the probe was damaged. There was no impact on the patient.

Manufacturer narrative:
H3: product analysis of the device found that visually, there was no significant damage to the packaging carton. The carton contained an insert (m726750c793), red/white electrode (green electrode was missing from the package), end size 6 emg tube. The wire harness was wrapped in a tape paper when returned. There were no traces of a biological contamination noted on the device. However, the blue bend had traces of a damage. Functionally, a syringe was used to inject 20cc of air into the cuff. The cuff was not inflated at all, there were two punctures found in the cuff. The punctures measured 0.157 inches, and 0.148 inches in length (horizontally), which would result in the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.